Event description:
The coulter lh 750 analyzer generated erroneously low hemoglobin (hgb) result on one patient sample. The result was reported out of the lab. The patient was tested at satellite facility and the discrepancy was noted at that time. Customer then pulled the sample and rerun it for hgb. A corrected report was issued. Based on available information, there was no change to patient treatment.

Manufacturer narrative:
The specimen was collected in a plastic bd edta tube. Qc was run before and after the event and results recovered within range. Service was not dispatched for this event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.